Manufacturer narrative:
The review of the device history record showed no deviations. All product features corresponded with the valid specifications of the (B)(4) at the time period, when the item was produced. The visual inspection and x-ray images confirm a fracture of the modular stem. An analysis of the surfaces determined the characteristics of fracture. The characteristics indicate a fatigue fracture with a ratio of 90% versus a residual fracture with a ratio of 10%. By reason of this result in combination with poor bone quality due to several surgeries and periprosthetic fracture and therewith loosening of the implant a product failure is not assumed. The activity level of the patient was high and may have contributed to this issue. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through (B)(4).

Event description:
Translation: breakage of taper of modular stem.